Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during lead implant there was suspected insulation damage caused by excessive pressure by the physician while attempting to place the lead through the introducer. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.